Event description:
As reported: "intraoperatively, the nail retaining pin (1806-0370) could no longer be detached from the nail. This meant that there was a non-detachable connection between the nail retaining pin, the nail adapter 1806-1002) and the nail itself. The operation had to be continued without the targeting device and was completed manually. Op time extended (90 min), increased radiation due to hands-free locking."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction: please refer to section h6 (health impact code) the reported event could be confirmed during the investigation. The device inspection revealed the following: the identification the returned nail handle could be confirmed based on the catalog # and lot # marked. As reported, the nail was returned assembled with the nail handle and the nail holding screw. The assembling was blocked and the devices could only be disassembled with great effort by using oil and appropriate tools. After the disassembly, it could be observed that the inner part of the device is highly worn out, which led to local deformation, resulting from repetitive friction. The damage observed on the device is a direct result of the wear and deformation observed on the nail holding screw. The extent of the damage observed on both instruments indicate that the user forced the assembly, despite the fact that it was much more difficult than usual. This most probably exacerbated the damage on the devices. The returned nail handle was tested with a fully functional nail holding screw samples. Despite the damage observed on the nail handle, the devices could be assembled and disassembled without any issue. This gives evidence that the reported incident is not related to any nail handle malfunction. Dimensional inspection confirmed that the instrument was manufactured according to specification. It was observed during the inspection of the nail holding screw that the instrument is highly worn out, which caused local accumulation of material and local thickening. As a result, the nail holding screw was stuck inside the nail handle. Based on investigation, the root cause was attributed to an user related issue. Hcp is unlikely to have inspected and tested the devices properly before the operation, which explains why the wear on the nail holding screw went unnoticed. In addition, there is evidence that the user forced the assembly despite the fact that it was much more difficult than usual, making it impossible to be disassembled by normal means. As a reminder, the instructions for use clearly state that: "before every operation, ensure that all devices to be used during the operation function correctly with each other. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "intraoperatively, the nail retaining pin (1806-0370) could no longer be detached from the nail. This meant that there was a non-detachable connection between the nail retaining pin, the nail adapter 1806-1002) and the nail itself. The operation had to be continued without the targeting device and was completed manually. Op time extended (90 min), increased radiation due to hands-free locking."